Event description:
Revision surgery 25 months post-op because the patient had been complaining of pain during the last year. On investigation the stem was loose and fell out. No infection reported by the surgeon. Reference MFR # 3005180920-2014-00038.